Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported one of the patient's leads had migrated. It was reported the patient's husband does pull the patient up by the arms, which may have contributed to the issue. Reprogramming had been unable to provide complete stimulation coverage. During the surgical procedure to address the issue, the physician was unable to reposition the affected lead and choose to replace it. It ws reported the issue was resolved postoperative.